Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that flow transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description, service report, photos and device's logs. There was no patient involvement. According to the information provided by the technician, the inspiratory flowmeter was replaced. The issue has been resolved and the device was delivered to the user in working condition. The inspiratory flowmeter measures the combined air and o2 flow, as well as the temperature, of the inspiratory gas from the o2 gas module and turbine module. The defective inspiratory flowmeter may lead to low o2 or high pressure. The evaluation of provided device's logs confirm occurrence of flow transducer test failure. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #. D1 - brand name . - previous brand name: servo-air. - corrected brand name: base unit, servo-air . D4 - version or model # - previous version or model #: servo-air. - corrected version or model #: 6882000.